Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button of the insulin pump was not responding. Customer¿s blood glucose level was unknown. The customer reported that the o ring of the reservoir compartment was come off however, reservoir was able to lock in place. Customer did troubleshoot for the damage on the insulin pump. The battery cap was damage. The insulin pump will be returned for analysis.